Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted hysteromyomectomy, when performing uterine wound suture, the tip of the needle was bent and unable to continue the procedure. They replaced suture immediately to complete the case.